Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to observe, since it is not related to the device. Additional observations: deformation is observed, wear abrasion is observed. No further actions are required, since no issue in the manufacturing of the device is observed.

Event description:
Explanting physician reported, "patient felt pain. Discomfort in breast area and complained about deformation". Capsular contracture, baker grade iii was diagnosed by the doctor. This relates to the left side. Device has been explanted and replaced with non-allergan device.

Manufacturer narrative:
Continued h.6 (health effect, impact code): f2203. A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding device return has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture.

Event description:
Explanting physician reported, "patient felt pain, discomfort in breast area. And complained about deformation". Capsular contracture, baker grade iii was diagnosed by the doctor. This relates to the left side. Device has been explanted and replaced with non-allergan device.